Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had great pain relief after the system was implanted, but the patient fell on (B)(6) 2017. Since the fall, the system stopped working properly. The caller stated the stimulation has been in the wrong area and has not helped control the pain. The patient was feeling stimulation in the left leg instead of in the lower and mid back (target area). The patient went to their healthcare professional (hcp) on (B)(6) 2018 where they conducted an x-ray and determined the leads may have moved ¿a hair.¿ the hcp said it shouldn't affect the patient¿s therapy. A manufacturer¿s representative reprogrammed the patient. The caller said the new programming made it only in the left knee. The caller said the patient¿s target pain was not controlled with the new programming. They noted the patient was ¿suffering, crying, and carrying on.¿ the caller said the patient cannot keep travelling the two hours to the hcp office for programming attempts. The patient requested to meet with a rep and was directed to see their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient on (B)(6) 2018. The caller stated that they called the healthcare professional (hcp) who told them to call the manufacturer. They called their manufacture representative (rep) who told them to do something with the programmer (change the settings) but that has not resolved. The caller states that they are still feeling stimulation in the wrong location. The caller was redirected back to the rep and hcp again to relay that instruction the rep gave them did not resolve the issue and they may want to meet in person. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction - eval code conclusion (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.